Event description:
It was reported that the customer experienced a blood glucose (bg) level of 562 mg/dl. Reportedly, elevated bg level was due to a non-tandem infusion set unknown sit issue. Customer replaced the infusion set to address the issue. No additional information was provided. The infusion set brand and manufacture was not provided.

Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.